Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, customer states that the rubber is missing from the closure. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that the tube is missing rubber from closure."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 2022-11-28. H.6. Investigation summary: bd received 1 photograph and 5 samples from the customer in support of this complaint. An evaluation of both indicated that 1 out of 5 tubes had a missing rubber stopper. Additionally, 100 retention samples from the bd inventory were visually inspected, and no missing stoppers were found. Bd was able to confirm the customer¿s indicated failure mode with the photo and samples provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes customer states that the rubber is missing from the closure. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that the tube is missing rubber from closure."